Manufacturer narrative:
Device eval: one smiths medical cadd-solis vip ambulatory infusion pump was returned for analysis in used condition. Visual inspection of the pump showed the tamper seal was missing and the lens was damaged. Review of the event history log showed the pump displayed the following event: (B)(6) 2019 11:48:07 pm system fault (B)(4) occurred (B)(4). Functional testing involved a twenty-four (24) hour run and the device did not duplicate the reported error. Based on the investigation, the complaint allegation was not confirmed.

Event description:
Information was received indicating that a smiths medical cadd-solis vip ambulatory infusion pump displayed error code 46876. No adverse effects were reported.